Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) found there were no lights showing on module controller of the drawer and determined module controller was bad. The engineer replaced module controller board, configured drawer and confirmed drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the communication bus. The customer stated that they were unable to retrieve the medication from drawer, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.